Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were 25.200 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No further complaint was reported for this lot number.

Event description:
A patient in (B)(6) was undergoing a hemodiafiltration (hdf) treatment which included a polyflux 210 h dialyzer. Ten minutes after resolving the ¿air in venous line¿ alarm the patient became hypotensive, nauseated, vomiting, coughing and dyspnic with an oxygen saturation of 88%. An ECG was done and the patient administered a steroid and a bronchodilator. The extracorporeal circuit was exchanged for a new one and the treatment mode was switched from hdf to hemodialysis halfway through the treatment. The patient was given a bronchodilator toward the end of the treatment. Treatment ended 40 minutes earlier than prescribed.